Event description:
The initial reporter stated they received questionable results for three samples collected from the same patient and tested with elecsys hcg+b on a cobas e 801 analytical unit. The customer alleges that the change in results between the first sample and the subsequent 2 samples was not clinically possible for the patient. The first sample collected from the patient resulted in an hcg+b value of 2605 miu/ml. A second sample collected from the patient resulted in an hcg+b value of < 0.200 miu/ml with a data flag on (B)(6) 2025. A third sample collected from the patient resulted in an hcg+b value of < 0.200 miu/ml with a data flag on (B)(6) 2025. The customer repeated the first sample on (B)(6) 2025 and it resulted in an hcg+b value of 2531 miu/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue or analyzer issue was not present. Photos of the instrument were provided and these showed dirt/dust on the surface of the instrument. Upon review of the alarm trace, sample foam detection, clot detection, sample short, and abnormal aspiration alarms were observed on the day of the event. The investigation determined the issue is consistent with sample contamination due to dust/dirt on the instrument. Laboratory sample quality was also not optimal.